Event description:
A 52-year-old male with a history of non-ischemic cardiomyopathy and an ejection fraction of 15 to 20 percent presented with acute decompensated heart failure. The patient was placed on cardiopulmonary support with veno-arterial extracorporeal membrane oxygenation as well as an impella cp on (B)(6) 2025. Evaluation for a durable left ventricular assist device was initiated and planned for surgery on (B)(6). On (B)(6), the patient was noted to have positive blood cultures, and the plan was to treat with antibiotics. The durable left ventricular assist device procedure was rescheduled, and evaluation for durable left ventricular assist device versus heart transplant was inititated. The patient subsequently demonstrated increasing lactate dehydrogenase levels and persistent elevated lactate levels. Care was withdrawn per family decision. Patient expired. Sepsis is a known risk for patients on mcs but there is not enough information to associate it to the impella cp. The death will be conservatively reported to the impella cp device but is unlikely a contributing factor as ECMO was the primary hemodynamic support device and the impella cp was placed for lv unloading. The death is most likely contributed to the patients underlying condition and the family's decision to withdraw care.

Manufacturer narrative:
In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.